Event description:
The customer reported that two weeks ago she experienced pain at her site. She thought she inserted the infusion set, but the cannula was not in and it was bent. The customer contact her doctor who advised to change the infusion set and site and then to go to the hospital. The customer stated that she was hospitalized due to high blood glucose of 447mg/dl. The customer did feel pre-term labor pains and she was wearing the insulin pump at time of labor and delivery. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found off no power and low battery alarms. The high pressure test was performed and passed. Instructed the customer to remove the cannula and it was slightly bent. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. After testing it was concluded that the device operated within specifications.